Event description:
It was reported this balloon ruptured following the third inflation at six atmospheres during an arteriovenous fistula graft declot procedure. Following withdrawal of the balloon catheter through the introducer sheath, it was noted the balloon material had detached and remained in the pt. Successful percutaneous retrieval of the balloon material with a snare followed. Another balloon catheter was used to successfully complete the procedure. The pt's condition is good. This device was destroyed by the user facility. Therefore, no failure analysis will be available. As lot number for this device was not provided, a device history search could not be performed. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. This balloon was used in a non-indicated procedure, declotting an arteriovenous fistula graft, and the co's follow up revealed resistance was encountered removing this balloon catheter. The co believes these factors may have contributed to this event. However, co is unable to determine the exact cause for this event.